Manufacturer narrative:
(B)(4). Corrected data: the root cause of the increased intra-peritoneal volume (iipv) was previously reported in the evaluation summary as insufficient drain due to use error, the clinician inappropriately setting the minimum drain volume percentage setting too low; however, upon further review the root cause of the iipv was insufficient drain due to one or more cycles advancing to the next fill when a slow/no flow occurred above the minimum drain volume threshold. Additional manufacturer narrative: this complaint for increased intra-peritoneal volume (iipv) was confirmed during device log review. Based on the information gathered during baxter's investigation, the root cause of the report was insufficient drain due to one or more cycles advancing to the next fill when a slow/no flow occurred above the minimum drain volume threshold. Baxter received one concomitant cassette in reference to the increased intra-peritoneal volume (iipv). The set was placed on machine for priming and run with no alarms noted. The set was pressure tested with no leaks noted. No manufacturing abnormalities were noted during visual inspection. The iipv was not confirmed during concomitant sample evaluation. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). Evaluation summary: the device and concomitant medical product were returned and evaluated by the product analysis lab. A review of the device logs confirmed the reported increased intra-peritoneal volume (iipv); however, the iipv was not duplicated during evaluation. No device failure or malfunction was identified that could have caused or contributed to the reported iipv. The root cause of the iipv was insufficient drain due to use error, the clinician inappropriately setting the minimum drain volume percentage setting too low. Should additional information become available, a follow up MDR will be submitted.

Event description:
The patient contacted baxter's technical service center regarding feeling overfilled, which occurred on the homechoice (hc) during use, during dwell 3 of 4. The patient stated she felt overfilled. The technical service representative (tsr) assisted the patient with a manual drain. The manual drain volume equaled 3583ml. The initial drain volume equaled 1605ml. The therapy was continuous cycling peritoneal dialysis/intermittent peritoneal dialysis with a total volume of 11000ml, a total time of 9:00 hours, a fill volume of 2200ml, a last fill volume of 2000ml, a dextrose setting of same, weight units set to pounds, patient weight set at 120 pounds, 4 cycles, and initial drain alarm of 1300ml, a comfort control setting of 36 degrees celsius, the last manual drain setting set to yes, and the target ultrafiltration (uf) set to 700ml with the alarm set to yes. This complaint met increased intra-peritoneal volume (iipv) criteria (any therapy where the patient volume exceeds 160% of the maximum prescribed cycle fill volume). The patient stated they now felt fine and wanted to continue with therapy. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the registered nurse (rn) on (B)(4) 2012, regarding the report of the patient feeling overfilled and having a drain volume of 3583ml. The rn stated she was aware of the event and that there was no patient injury or medical intervention associated with the event. The rn stated the patient has been continuing therapy on the cycler successfully since then. No allegations were made against any of the patient's dialysis products.

Manufacturer narrative:
(B)(4). The device has not yet been received but an evaluation is expected. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.